Manufacturer narrative:
Investigation summary: three samples were provided to our quality team for investigation. A DHR was completed for batch: 2305014 and no quality notifications related to the complaint defect were found. A visual inspection was performed with 10x magnifier lens. It was observed that needle hubs had about ¼ inch long crack. This defect could occur if the fixture where the needle hub is assembled was not properly centered inducing the symptom reported. Verification of the assembly process was performed. The fixtures were verified, and the flow of product was good.

Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. Cracks occurred. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: customer was screwing it on to syringe and the blue cap cracked. There's 3 of them from the same box.